Manufacturer narrative:
Device evaluation: the evaluation of the explanted pump confirmed an issue that could have contributed to the reported pump stoppages and low speed advisory alarms, which were confirmed through the evaluation of the submitted system controller log file. A distal end driveline repair was performed on (B)(6) 2017 and the replaced portion of the driveline was returned in a segment measuring approximately 18 inches. The outer silicone jacket and bionate layers were severed approximately 14.5 inches from the metal connector. Minor metal braided shield breakdown was observed along the length of the returned driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The account reported on (B)(6) 2017 that the patient had pump off, low speed, and low flow alarms in their history and underwent a pump exchange on (B)(6) 2017. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. A segment of the driveline measuring approximately 7 inches was also returned. The inflow conduit and outflow graft were not returned. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire approximately 1.5 inches from the proximal end of the 7 inch driveline segment, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module, the resulting electrical short to ground could have resulted in the pump stops and low speed advisory/hazard events observed in the submitted log files. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2017 due to short to shield issue.

Manufacturer narrative:
(B)(4). Approximate age of device- 11 months . A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2016. It was reported pump stoppages occurred while connected to the mobile power unit (mpu). Upon device interrogation and when attempting to change to the power source, additional pump stoppages and driveline disconnect alarms occurred, however once on battery there were no alarms observed. X-ray images performed showed an odd bend located half way between the distal and proximal ends. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed the captured first pump stoppage on (B)(6) 2017 that occurred while the vad is connected to the mpu. This is indicative of a short to shield condition. X-ray images performed showed an odd bend located half way between the distal and proximal ends. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed within two inches of exit site. After the replacement, it was reported that there was no room for additional replacements in the future, and that no additional alarms were observed. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages and driveline disconnect alarms was confirmed based on the evaluation of the submitted system controller log file; however, the cause of these events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead (driveline). The log file captured a pump stoppage and corresponding low speed advisory/hazard on (B)(6)2017 followed by several pump stoppages and low speed advisory/hazard events on (B)(6)2017. Intermittent driveline disconnected alarms, low flow hazards, and elevations in power were observed, reaching values up to 20.1 w. All observed pump stops and low speed events occurred while the system was connected to the mobile power unit. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Approximately 18 inches of the replaced portion of the percutaneous lead (driveline) was returned for evaluation. The outer silicone jacket and bionate layers were severed approximately 14.5 inches from the metal connector. Minor metal braided shield breakdown was observed along the length of the returned driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient had a distal end percutaneous lead (driveline) repair for short to shield performed on (B)(6)2017 however on (B)(6)2017, the patient reported to have low speed alarms, low flow alarms and pump off alarms on their system controller. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed multiple pump stoppages. The patient was advised in order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed.